Event description:
It was reported that the customer experienced elevated blood glucose (bg) displayed as "high" on cgm. Cause was unknown. Elevated bg was addressed via a correction bolus. The customer declined to provide additional information regarding the issue or follow up.